Manufacturer narrative:
Concomitant medical products: 50ml pfizer bag zosyn (piperacillin and tazobactam), ndc 0206-8861-01, lot ln101550, exp 22 mar 17, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 50ml of zosyn (3.375 g) was hung using a non-carefusion set as a secondary line with 0.9% ns infusing on the primary line and to infuse over 4 hours. During the infusion of the zosyn the tubing began to leak from a hole or rip noted in the primary tubing line.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 250ml of zosyn was hung as a secondary line with ns on primary tubing. During infusion of the zosyn the tubing began to leak from a hole or rip noted in the primary tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the silicon segment leak was confirmed. Visual inspection of the set noted that the silicone segment had a 5.6 mm tear near the upper fitment. There were no signs of damage around the upper fitment or on the retainer ring. Functional testing confirmed leaking was coming out the tear near the upper fitment. The root cause of the silicone segment leak was determined to be due to a tear on the silicone segment.